Manufacturer narrative:
Findings: act, escape, up arrow and b buttons did not respond due to corroded keypad traces. Pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump keys were unresponsive. Customer cannot recall the blood glucose reading. Customer states no further deatails were given. Insulin pump will be returnin for analysis.